Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter from atty representing (B)(6) alleging she was injured due to a malfunction in the chair.